Event description:
It was reported that during use with the high flow insufflation unit, the pneumoperitoneum remained unstable and continued to inflate. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.